Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect product code and PMA number. A correction to fields d3 and g4 is being submitted in this supplemental report.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a pulmonary valve is not indicated per the labeling. The complaint central regurgitation was unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. A review of IFU/training materials revealed no deficiencies. In this case, the valve was implanted in the pulmonic position (off-label). Per the instructions for use (IFU) for aortic valve implantation, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are several patient and/or procedural factors that alone or in combination that could impact leaflet motion, including thickening of the leaflet, pannus growth, thrombosis, calcification, malposition of the valve, over/under expansion of the valve. Due to unavailability of medical records, it is unable to determine what may have contributed to the complaint event and a definitive root cause is unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified, corrective/preventive action or product risk assessment (pra) is not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 29mm sapien 3, implanted in the pulmonary position for approximately 6 years, underwent a valve in valve procedure due to central insufficiency. A 29mm sapien 3 valve was successfully implanted. No additional details were provided.